Event description:
Foley catheter inserted preop for laparoscopic hernia repair. After procedure when foley was deflated to be removed in or, the scrub nurse noticed resistance and informed surgeon, who removed foley with some resistance. A circumferential ridge was noted to be remaining on the catheter at the balloon area. A few minutes later, a small amount of blood was noted at the urethra. Lidocaine urological jelly was used by the surgeon.